Event description:
All fields show question marks. Get interlock when trying to program rate response. Returned as 'faulty device" would not permit interrogation or hold parameters.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Brand name is enpulse. And manufacturer device codes also used. Evaluation summary: the exact cause of the diagnostic problems could not be determined. Preliminary analysis confirmed that question marks ( '???') Appeared in some data fields from interrogation, but the condition disappeared during further analysis; the memory corruption failures were not reproducible. Software analysis revealed extensive memory corruption. All fields show question marks. Get interlock when trying to program rate response. Returned as 'faulty device" would not permit interrogation or hold parameters. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination. No conclusion can be drawn interrogate, difficult to lead(s), breakage of programming calculations, incorrect device failure.